Event description:
Initially reported as an unknown complaint. Original rga was not referenced by customer at time of return. Model number was unknown; however, the device was identified as a flotrac sensor. New information was provided when device was evaluated.

Manufacturer narrative:
Received (1) complete flotrac kit. Tubing was snapped/broken at the bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Bonding solvent completely filled up all the gap around the flared portion of the connector tube housing. Bonding solvent was also evident on the broken end of the tubing. However, both flotrac sensor and dpt zeroed and sensed pressure accurately.